Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of interrogation difficulty, it failed uplink tests and was not able to interrogate devices. The radio frequency (rf) programmer head cable was replaced to resolve the issue. The device passes functional and systems tests. No other anomalies were found. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had trouble interrogating implantable heart devices. The head was returned for service. No patient complications have been reported as a result of this event.